Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that a patient in the ed (emergency department) needed a chest tube for a pneumothorax, and there was substantial difficulty with the wayne pneumothorax tray. The kits (two lot numbers: this MFR# and related MFR# 1820334-2018-03815) had kinks and frays in the guide wire that made it impossible to thread the chest tube into the chest cavity for pneumothorax drainage. It took 6 attempts to insert a chest tube into the patient, and the patient was awaiting ir for placement of a small chest tube. The physicians all attempted various ways/ workarounds with the only success being placing a pediatric tube for temporary inflation of the patient's lung. After xr (x-ray) confirmation, it was determined that a larger chest tube was necessary. Hence a subsequent attempt and failure. These product problem did not result in any reported serious injuries to the patient.